Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. The lead was not used and an epicardial lead was implanted. No patient symptoms were reported.